Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had complaints of generalized malaise, cough, congestion, and left sided chest pain for the past 2 days. White blood cell count was elevated and patient had a low grade fever, chest x-ray revealed left lower lobe pneumonia. The patient received one does of vancomycin, zosyn, and azithromycin. Zosyn and azithromycin was stopped. The patient started on cefepime. The patient was discharged home on (B)(6) 2019 with orders to continue cefepime for 5 more days to treat pneumonia. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months 18 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for pneumonia and driveline infection. Patient was started on IV vancomycin and cultures were obtained from the driveline that came back (B)(6) for (B)(6). Patient was instructed to continue vancomycin for 6 weeks with an estimated end date of 5/23/19. He will then need oral antibiotics for long term suppression. Patient was discharged to home on (B)(6) 2019. No additional information was reported.

Event description:
The site communicated that the patient completed their IV of vancomyocin on (B)(6) 2019. The patient then transitioned to oral doxycycline for long term suppression, no additional information was reported.

Manufacturer narrative:
Additional information was communicated.